Manufacturer narrative:
The technician replaced the emergency trendelenburg valve to resolve the issue.

Event description:
Technician alleged that the head hi/low was slowly drifting. No patient impact.